Event description:
The customer reported that two of our aq2010v silicone three piece lenses were inadvertently loaded into a competitors injection system and were damaged as the lens advanced towards the eye. Half of the lens was implanted and a piece remained in the cartridge. The lens was removed without altering the incision and a suture closed the wound. The reporter stated the event was the result of a tech error. See MFR# 2023826-2014-00647.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(6): evaluation results: product showed the lens was received in two pieces, one haptic was bent and the other was torn off with a piece of the optic and missing. There was a clear surgical residue on the surface of the lens. (B)(4).